Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was the trigger magnet fell out of the trigger. When this occurs the magnet can attach itself to the ebox controller, which can cause that component and the trigger to not function correctly.